Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual inspection found the optic deformed and haptic torn/broken/deformed. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -14/1.5/24 (sphere/cylibder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged due to refractive surprise. This exchange resolved the problem.